Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that the fast-fix 360 implants fired on their own without triggering the device during an unknown procedure, all ts were removed. The procedure was completed with a smith and nephew back up device with a delay of less than or equal to 30 min. No delays or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product. The suture and its two anchors were still attached to the distal tip of the device. Both anchors were not seated within the deployment channel. The depth limiter button was in the default position. The deployment needle was in the t2 position. A functional evaluation was performed. The deployment needle functioned as designed. The complaint was confirmed and the root cause has been associated with an operational problem. Factors, which could have contributed to the complaint event, include unintended movement of the anchors during transport. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as pre-cautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. No containment or corrective actions are recommended at this time.

Event description:
It was reported that two fast-fix 360 implants fired on their own without triggering the device during an unknown procedure. All t¿s were removed. The procedure was completed with a smith and nephew back up device with a delay of less than or equal to 30 min. No other complications were reported.